Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The report is being filed late due to an isolated oversight.

Event description:
Clinic reported patient with burning sensation down her left arm and hand 6 weeks 4 days post treatment. The patient stated she is unable to do day-to-day activities or work out and she has very little strength in left wrist, hand, and fingers. MRI/ultrasound was performed (date, location, and results are unknown) and medications were prescribed (type of medication unknown). Follow-up with clinic and patient were attempted without response.